Manufacturer narrative:
Based on the available information, the fse visited the customer site, evaluated the device, and confirmed that the internal paddles are not connecting with the defibrillator due to the paddles being broken. Since non-disposable inner blades (reusable paddles) are no longer in production, the customer was offered disposable inner blades as a replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was broken paddles. Further root cause was not determined. The reported problem was confirmed.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the internal paddles do not connect with device. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.